Event description:
The customer reported the ventilator alarmed due to a vent inop occurrence for a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the unit had a pressure sensor failure with the vent inop occurrence. The pse advised the customer evaluate the data acquisition board and cable between the motor controller pcb and data acquisition pcb board. The biomedical engineer reported finding the cable not fully plugged into the motor controller pcb board. The biomedical engineer reported fully connecting the cable to the motor controller pcb board and the reported problem resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Cable not fully connected.